Event description:
On (B)(6), 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at university of (B)(6) hospital in the us. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The user report stated: "it was reported by the sales rep [representative] that during an unknown procedure, surgeon was shocked by electric current when using bovie and pick ups during case." No further information was provided despite repeated requests.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of dispersive electrodes could be performed. We have requested several times for additional information and the involved device in the incident but have not received either. Despite repeated requests no further information has been made available. Our distributor informed us that "this file has been completed and is in closed status." In any case, the incident described occurred not at the site of the dispersive electrode but at the active electrode's / the pencil's. The root cause for the arcing observed at the pencil needs to be searched for at the pencil and the active electrode. We therefore consider the investigation closed and no further conclusion can be drawn.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of dispersive electrodes could be performed. We have requested several times for additional information and the device involved in the incident but have not received either. We have repeatedly requested clarification from the initial reporter and the device involved but as of today not received any. Based on the information provided so far, an investigation is impossible. We will continue to request for further information and provide a follow up report once we will receive it.

Event description:
On (B)(6) 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at university of louisville hospital in the us. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The user report stated: "it was reported by the sales rep [representative] that during an unknown procedure, surgeon was shocked by electric current when using bovie and pick ups during case." No further information was provided despite repeated requests.